Manufacturer narrative:
The device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all tests but the trigger was jamming. It was further noted that the trigger components and other internal components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on components from repeated sterilization over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bearings were loose on the small battery drive device. During in-house engineering evaluation, it was observed that the device trigger was jammed. It was not reported if the device was used in surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.